Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the implantable cardioverter defibrillator exhibited undersensing. Attempted programming changes did not resolve the issue. The device was implanted and no programming changes were done. The patient was in stable condition throughout the event.